Manufacturer narrative:
To date further clinical details have not been shared regarding cause of the access site bleed. The product was discarded and so no product analysis is possible. Should more details be shared from the complainant in (B)(6), a final medwatch with a root cause analysis will be filed. This failure mode will be monitored and trended.

Event description:
In (B)(6) a patient who was admitted with a vf (ventricular fibrillation) storm during an acute myocardial infarction. The patient had both ECMO and an iabp placed for support due to shock. When the care needed to be escalated, the iabp was removed and an impella 2.5 was placed via the right axillary artery. Femoral access was not possible due to an aaa. When the patient condition improved the ECMO was removed and the impella remained as the sole support device. On the fourth day of support the impella was also explanted due to improved patient condition. Months after explant the team notified abiomed that there had been a bleed at the impella access site, on the second day of support, which was treated with blood product replacement.